Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the reported event was reproduced. Defect of the mainboard was noted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device beeped after the user turned on the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the confirmation results at olympus service operation repair center, there was the possibility that the reported phenomenon was attributed to the failure in the pressure sensor on the main board of the subject device due to coming off the electrical wire inside the pressure sensor.